Manufacturer narrative:
Correction e4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The returned product was investigated. Traces of dried blood were seen on the inflow and outflow cages, suture hub, and sterile sleeve. No other abnormalities were seen. Ischemia, thrombosis: clinical details mention that the patient lost pulses in the right arm following impella insertion. Ultrasound revealed a clot in the brachial artery. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 83 year old female was implanted with impella 5.5 for support for cardiac arrest .following a 5.5 insertion, patient lost pulses in right arm - same side as 5.5 subclavian implant, ultrasound revealed clot in brachial artery, patient brought to operating room, 5.5 pocket reopened, impella explanted, thrombectomy to subclavian artery, brachial artery cutdown - thrombectomy to brachial artery, sites closed, unclear if impella was cause or related to embolism.